Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated that the customer was able to resolve the diluent leak from the white blood count (wbc) bath by replacing cut tubing at valve (vl12a). The fse verified that the tubing had been replaced correctly and also performed a hemoglobin (hgb) lamp adjustment. The leak and the cbc vote outs on sample results were resolved by the tubing replacement. The instrument was operational. The failure mode was related to cut tubing at valve (vl12a). (B)(4).

Event description:
The customer reported to beckman coulter (bec) a diluent leak of unknown amount from the white blood count (wbc) bath of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was performing f12 (extended clear function) to resolve complete blood count (cbc) result vote outs, when the leak was observed. The material safety data sheets (msds) were not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves, gown and goggles when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.